Event description:
Ercp performed. A 7 fr - 10 cm biliary stent was inserted into the scope. Attempted to deploy the stent when the sheath would not advance or could not be removed from the scope. The entire system was removed from the pt. Once system out of pt, the sheath was removed and it was noted that it had been sheared in half at approximately the side port area. No harm to pt.